Event description:
Three balloons ruptured on the first inflation, well below their rated burst pressure, during a subclavian artery dilatation of an extremely calcified lesion. A stent was placed to successfully complete the procedure without patient complications. These devices were received, evaluated and retained by this MFR. The engineering of the first unit indicated the shaft under the balloon was corkscrewed. Pressure testing revealed a pin hole leak located in the distal transition zone. One millimeter distal to the distal radiopaque marker. The surface had scratches and chatter marks. Evaluation of the second unit indicated a leak in the proximal transition zone, three millimeters proximal to the proximal radiopaque marker. The balloon surface was wrinkled and scratched. The third unit was pressure tested and no leaks were noted. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Although it was reported three balloons ruptured, the engineering evaluation confirmed balloon leaks with only two units. The third unit was inflated without incident. Therefore, two units displayed characteristics consistent with overpressurization and contact with a sharp external source, scratches on the balloon surfaces. As it was indicated these devices were used in an extremely calcified lesion co believes the above factors contributed to this event and do not attribute it to the devices. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp point due to calcified material or staples...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon, do not reinflate and remove carefully.